Event description:
Stability problems with the her-2 ecd elisa, standard operation procedure #4.hh2.10, at genentech, inc. The diagnostic test attemtps to measure the amount of her-2 protein in the serum of pts with breast cancer. Based on data recorded 13 days in 04/2000, it appears that there are stability problems with the high control, lot #32732-78, which moves from 179.0ng/ml progressively lower to 131.7ng/ml. After noticing this tread, rptr reported it to genentech, inc. Two contacts there dismissed it as insignificant; therefore, rptr has decided to pass this info on to medwatch to investigate.